Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/06/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A complaint evaluation was performed on 21-may-2024. A review of the pump's system error log did not find any evidence of system error alarms, code "e02". Testing of the returned pump using the user's parameters for a 24-hour infusion set up had a successful result of a completed infusion. There were no other visual anomalies found that could have contributed to the reported issue. A CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
A system error/alarm occurred due to the pump being dropped by the patient and resulting in interrupted therapy. Multiple attempts were made to obtain additional information, but none was provided. Subsequently, the pump was returned on (B)(6) 2024. There was no patient injury reported.